Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that they were able to clear the screen and issue has been resolved. Additional information was received from the rep and patient. It was reported that sometimes they were getting shocking. Patient reported >40k impedances on all combinations 0-4. Patient was programmed on those combinations, but currently was using group b with 5 <(>&<)> 6 electrodes and oor occurring at 2.7ma. Patient indicated they're still getting shocking sometimes. The rep palpated the ins pocket and patient did not feel any changes in stim sensation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ radiculopathy. It was reported that the patient was doing crossfit, leg raises and he felt a burning. When the patient used the controller again afterward, it showed settings not available. The patient met with the manufacturer's representative (rep) and it was reported that the contacts 2 & 3 were out and he was programmed on those contacts. The rep was able to program around the contacts and resolve the issue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that the reason may have been due to patient doing crossfit however it is uncertain. The impedances were high and out of range causing a patient message that "cannot deliver intensity settings" on controller. The issue has been resolved; the rep programmed around electrodes but patient reported this morning they are receiving message again. Rep to meet with the patient tomorrow.